Event description:
It was reported that following lead revision surgery, the pt had no therapeutic effect. The pt experienced shocking around her back while sitting down. The stocking occurred only when the device was turned on. It was also reported that the implant is protruding. No pt treatment or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.